Event description:
The customer alleged that he performed a control test using his breeze2 meter and received a result of 26 mg/dl. The normal control was 94-129 mg/dl. No adverse events were alleged. The customer disposed of the bottle of control solution, so further troubleshooting was not possible. Another bottle of control solution was sent to the customer. No product will be returned.